Event description:
Healthcare professional reported that seven months after placing a lap-band ap adjustable gastric banding sys with omniform design (large) the pt reported a loss of restriction and weight gain. There was only 6.5ml left in the band of the original 8.5ml. Two ml was added, but two weeks later, again there was only 5.5ml in the band. Barium swallow was normal and no leak seen. The port was replaced two months later with the thought there was a leak. But when the band reached 8.5ml, the pt again reported a loss of restriction ten months later. The pt was taken back into theatre and the surgeon injected 15ml of saline, with methylene blue dye and left the band inflated under pressure for 15 minutes. None of the dye leaked and the band sys appeared to be intact. Again, the access port (kit) was removed and replaced. Again, when the band was inflated to 8.5ml the pt again lost restriction four months after last surgery. When seen, there was only 3ml in the band. Another 2ml was added and the expected 5mls was still in band. Another 2ml was added and pt will be reviewed in three weeks' time. A full band replacement is now being considered.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapid port ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. No add'l information has been reported to allergan regarding the serial number or model number. See related medwatch report # 2024601-2013-00744. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."